Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during implant of a 29 mm sapien 3 ultra resilia valve in the aortic position, the valve was not successfully implanted. The 'delivery system ruptured the 16f esheath+ resulting in a torn left common iliac artery". Photos provided showed a liner puncture. The patient was pronounced deceased on the table after 45 minutes of life saving efforts failed. Additional information noted that after the patient expired and the devices were removed, the valve was found to have a bent frame as well.

Manufacturer narrative:
A supplemental MDR is being submitted for completion of the investigation. The following sections have been added: b4, g3, g6, h2, h6, h10, h11. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary: the IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Images were provided and reviewed in action item. The following was observed regarding the sheath complaint, of which confirmed the event: flex shaft of associated commander delivery system (ds) is protruding through the liner puncture. Unable to determine the exact length of the liner puncture based on the provided image. The 3mensio was also provided and shows calcification and tortuosity in the left access vessel. Through extensive complaint investigations, events reporting resistance during delivery system insertion or advancement through the sheath with the s3u/s3ur valve configuration have not been linked to device malfunctions or manufacturing nonconformances. Historically, root causes for these events have been associated with multiple contributing factors, including patient conditions (vascular and non-vascular), procedural variables, and use-related variability (e.g., technique, user error). These factors often interact and compound, potentially resulting in secondary device failures'such as valve frame damage or compromised sheath and delivery system components'as well as secondary complications affecting the delivery system. Notably, these secondary failures or complications are also not considered device malfunctions or manufacturing nonconformances, as they arise from the same complex interplay of external factors rather than inherent product defects. In this case, the complaint for difficulty advancing through sheath was confirmed through imaging evaluation. Available information suggests patient factors (calcification, tortuosity) likely contributed to the event as both were present in the 3mensio. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. In this case, the complaint for liner punctured was confirmed based on imaging evaluation. Available information suggests procedural factors (high push force) likely contributed to the event. High push forces exerted to overcome resistance in challenging anatomy can compromise sheath integrity, resulting in punctures. Forceful device maneuvers can damage the sheath components in direct contact with rigid anatomical features (e.g. Sharp calcium nodules). When combined with non-coaxial advancement trajectories (rendered through anatomical complexities [tortuosity, calcification], steep angles and/or manual device misalignments), these forces can further exacerbate damage to the sheath liner ' particularly when interacting with crimped valve struts. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.